Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 434 mg/dl, 237 mg/dl (meter) and >600 mg/dl (lab meter). Customer was hospitalized due to high blood glucose level. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.